Event description:
It was reported that the implantable cardiac monitor (icm) could not send nightly audits because device data collection was not enabled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.